Event description:
It was reported that this brady lead was not implanted successfully due to unspecified reasons. A new brady lead of the same model was placed. No adverse patient effects were reported.